Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results) 1 device: circuit board / electrical/electronic component problem identified 4 devices: circuit board / failure to calibrate or used out of calibration 1 device: scale / failure to calibrate or used out of calibration. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. Evaluation results findings (components/results) 1 device: sensor / electrical/electronic component problem identified 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results) 1 device: appropriate term/code not available/no findings available. 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 9 malfunction events(s), where it was reported the devices experienced inaccurate information on scales. No adverse consequence or clinically relevant delay in treatment was reported.